Event description:
It was reported that during a paroxysmal a-fib procedure, there were visible micro bubbles within the cool flow tubing that the cool flow pump sensors were not detecting. No service was requested by the customer at that time since they only reported the issue. After follow up with the customer to obtain detailed information of the event it was confirmed that the micro bubbles were present before and after the sensor with no alert message making this event reportable. The case was completed without patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
Please refer to section for repair record investigation results. Manufacturer reference #:(B)(4). It was reported that during a paroxysmal a-fib procedure, there were visible micro bubbles within the cool flow tubing that the cool flow pump sensors were not detecting. No service was requested by the customer at that time since they only reported the issue. After follow up, it was confirmed that the micro bubbles were present before and after the sensor could detect it, there were no alert message. The case was completed without patient consequences. On 6/17/2013, additional information was received from the bwi representative stating that the micro bubbles issue was solved by replacing the cool flow tubing set with no harm, therefore no service was requested at this time. A complaint was created to report this event under the cool flow tubing set. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.